Event description:
On (B)(6) 2009 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed a perforation of the inferior vena cava (ivc) wall of multiple struts. Two struts sat in the mesentery and one abutted the vertebral body. No further patient complications were reported in relation to this event. It was further reported that on (B)(6) 2010, the greenfield vena cava filter was snared and removed without difficulty and no patient complication. On (B)(6) 2011, a greenfield inferior vena cava filter was inserted via the right internal jugular vein under fluoroscopy. On (B)(6) 2019 a computed tomography (CT) scan revealed a perforation of the inferior vena cava (ivc) wall of multiple struts. There were 6 filter struts. The anterior, middle and left struts have passed through the wall of the inferior vena cava and terminated in retroperitoneal fat. The left posterior strut also had penetrated the inferior vena cava and terminated in retroperitoneal fat anterior to a vertebral body.

Event description:
On (B)(6) 2009 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed a perforation of the inferior vena cava (ivc) wall of multiple struts. Two struts sat in the mesentery and one abutted the vertebral body. No further patient complications were reported in relation to this event.

Event description:
On (B)(6) 2009 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed a perforation of the inferior vena cava (ivc) wall of multiple struts. Two struts sat in the mesentery and one abutted the vertebral body. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Correction: e1: initial reporter facility name: no information initial reporter address1: from: no information to: (B)(6). Initial reporter address 2: from: no information to: (B)(6).